Event description:
Philips received a complaint from the customer on the v60 ventilator indicating a pressure sensor fault. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported.

Manufacturer narrative:
Per good faith effort (gfe) response received, no repairs were completed by a philips service engineer as the customer declined service and repair and ultimately decided to have a third-party vendor remedy the issue. No additional details regarding the reported issue and resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.